Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, "significant swelling, pain, hardness and deformation".

Event description:
Patient reported "significant swelling, pain, hardness and deformation". Subsequently, physician reported implant rupture and capsular contracture baker grade ii. Ultrasound has been performed. Device has been explanted and replaced with non-allergan device. This relates to the right side.